Event description:
The patient safety concern regarding the davinci robot is a possible product design issue. The patient suffered a compartment syndrome of the right lower extremity (rle) after the robotic-assisted laparoscopy (with procedures). It is felt that the robotic arm, while docked on the right side of the patient, either bumped and/or rested on the patient's rle. This was a 7 hour procedure. The patient required emergency, 4-compartment fasciotomy followed by another surgery for skin graft (plus wound vac) and wound closure.